Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.